Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The complete initial reporter facility name that is provided is the (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per review of wo on 13jan2025, there was no patient involvement.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per review of wo on 13jan2025, there was no patient involvement. Per follow up information received via mail on 14jan2025, the device was serviced at customer site. The issues water flow and water mixing problem. Replaced circulation pump assembly and mixing pump assembly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit had a water cooling function. Mixing pump assembly was replaced. Device had a water filling problem. Circulation pump assembly was replaced. Checked system function test. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.